Event description:
The device was used during a low anterior resection. Reportedly, one week post-operative, the pt had severe pain in his abdomen. The surgeon re-operated and performed a colostomy, then manually sutured to correct the condition. The pt did not recover and expired on december 6, 1999.